Manufacturer narrative:
D10: 230-02-03 -optetrak asy, cr cemented femoral, sz 3: sn# (B)(6). 200-04-33 - cemented finned tib. Tra sz 3f/3t: sn# (B)(6). 200-02-35 - three peg patella 35mm: sn# (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01375. The revision reported may have been the result of polyethylene wear, osteolysis and tibial loosening. The aseptic (non-infected tibial loosening was likely the result of an insufficient bond between the tibial tray and the bone and/or patient-related conditions. However, this cannot be confirmed as the devices were not returned for evaluation. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contribution of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total replacement on the left side. Subsequently, the patient experienced pain, discomfort, prosthesis wear, aseptic loosening and osteolysis. As a result, approximately seven years and eight months post-surgery, the patient underwent a revision. It was noted that "the patient had significant polyethylene wear on the tibial surface." Moreover, surgeon indicated "there was gross osteolytic debris. The tibial baseplate was easily extracted and frankly loose. The femoral component, although well fixated, upon removal, there was a significant osteolytic non-contained cavitary defect that extended into the posterior condyle." No further impact to the patient was reported. No additional information is available.